Event description:
It was reported that a patient presented remotely via merlin. Net, the pacemaker exhibited far-r wave over sensing. No intervention or procedure was reported. The pacemaker continues to be monitored. The patient had no consequences.